Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose, cold and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 500 mg/dl and 497 mg/dl. The customer was treated by insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer stated that cannula was bent. Customer was treated by insulin drip in hospital. The insulin pump will not be returned for analysis.